Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The cause of the high, out-of-range pacing impedances observed during the repositioning attempts could not be determined, as the lead passed all electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. Before the revision procedure, the r-waves were 4.1mv, the pacing impedance measurement was 608 ohms, and the pacing thresholds were increased at 5.0v@2.0ms. During the procedure, the physician attempted to reposition the lead but the pacing impedance measurements were greater than 2,000 ohms. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.